Event description:
The customer stated that she was hospitalized after losing consciousness while driving. The customer didn't know her blood glucose levels at the time of admission. The customer stated that she may have lost consciousness because she had a bad heart and has had several surgeries. Troubleshooting was performed, and there were no alarms out of the ordinary in the history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.